Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 at appointment to seat a crown patient informed dr (B)(6) that he had received a burn injury about the size of a quarter to his left inner cheek during his prior appointment on (B)(6) 2019. The patient was not aware of the injury at the time of the event till after the anesthesia wore off. According to the doctor's records the event would have occurred during a crown prep for tooth #18. Patient was under local anesthesia at the time of the event and no abnormality or malfunction was observed with the handpiece. After discovery of injury patient was told to rinse with warm salt water and was prescribed benzocaine in orabase the patients injury is healing normally and no further medical treatment is required at this time.